Manufacturer narrative:
The fse replaced the main board and the front end board due to the presence of saline, and replaced the motor controller as a precautionary measure. Subsequently, the fse completed pm service including all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name should read (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had electrical test failure 50 code in alarm history due to saline contamination. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had electrical test failure 50 code in alarm history due to saline contamination. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4).